Manufacturer narrative:
Patient's weight is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experience failure of implant to integration.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, g3 for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and h6 method, result and conclusion codes.